Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the connection tube of the duodenovideoscope had foreign material and there was corrosion on the light guide lens. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The instructions for use (IFU) states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the connection tube of the duodenovideoscope had foreign material and there was corrosion on the light guide lens. There was no patient involvement.